Event description:
Boston scientific received information that during a scheduled device replacement procedure, this chronic left ventricular (lv) lead exhibited out of range pacing impedances and high thresholds. The lead was surgically abandoned and a new lv lead implanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.